Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level 972 (mg/dl) and diabetic ketoacidosis. Customer was treated with intravenous insulin, fluids, antibiotics, oxygen and other medications. Customer was released from hospital on (B)(6) 2016.